Event description:
The patient was implanted with a vascular access graft in the right femoral. It was reported that during a procedure to remove a blood clot, the graft appeared to be disintegrating, and that some of the wires around it appeared to be coming off. The graft was removed at that time. The graft had been implanted for an estimated period of two (2) months.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.